Manufacturer narrative:
This is 1 of 2 device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequent expired on that same day. It was alleged that the event occurred due to the administration of the product during dialysis treatment.